Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in arthroscopy: the journal of arthroscopic and related surgery titled ¿satisfactory clinical outcomes and continuance of sports after hip arthroscopic labral repair in young competitive athletes at minimum 8.5-year follow-up.¿ the study reviewed thirty-seven (37) patients who underwent hip procedures to treat femoroacetabular instability using arthrex pushlock devices. Four (4) patients were documented to have undergone subsequent surgical intervention resulting in additional surgery during the follow-up period. Ref: lamba, a., et al. (2023). "Satisfactory clinical outcomes and continuance of sports after hip arthroscopic labral repair in young competitive athletes at minimum 8.5-year follow-up." Arthroscopy.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.